Manufacturer narrative:
Bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately three (3) minutes at 13:15pm on (B)(4) 2017, which is sufficient time to replace the reagent. The properties of the corresponding reagent station were reset at 13:18pm on (B)(4) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=50.4%, cycles=18, cassettes=(B)(4) and days=17. A user affirmed in the instrument software that the default concentration of 100% was to be set at 13:18pm on (B)(4) 2017. The sub-optimal tissue processing reported by the complainant is derived from the "factory 8hr xylene standard" protocol started in retort b at 16:44pm on (B)(6) 2017, which comprised (B)(4) cassettes completed successfully at 03:29am on (B)(6) 2017; and the "overnight" protocol started in retort a at 17:37am on (B)(4) 2017 comprising (B)(4)cassettes, which was abandoned by the user at 04:38am on (B)(6) 2017 during the first wax infiltration step of the protocol (step 11). As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step of both the "factory 8hr xylene standard" protocol started in retort b at 16:44pm on (B)(4) 2017; and the "overnight" protocol started in retort a at 17:37am on (B)(4) 2017. Although the ethanol concentration calculated by the instrument software for bottle 10 (ethanol) was 100%, information provided by the complainant that a use error had occurred when the reagent was replaced at 13:18pm on (B)(4) 2017 indicates that the actual ethanol concentration was not 100%. The minimum final reagent concentration required for ethanol is 98%; and the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8hr xylene standard" protocol started in retort b at 16:44pm on (B)(4) 2017; and the "overnight" protocol started in retort a at 17:37am on (B)(4) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:18pm on (B)(6) 2017 during replacement of the reagent in bottle 10 (ethanol) prior to commencement of the "factory 8hr xylene standard" protocol started in retort b at 16:44pm on (B)(4) 2017 and the "overnight" protocol started in retort a at 17:37am on (B)(4) 2017, from which sub-optimal tissue processing was reported. Specifically, a user failed to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always update station details correctly-never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Specific details of the actions involved in the incorrect bottle change were not provided.

Event description:
On 07 june 2017, leica biosystems received a complaint regarding "under processed tissue". On 07 june 2017, a leica sales account executive (sae) visited the laboratory and documented the following information from the complainant: "acknowledged bottle pull error and already changed reagents and placed instrument back in service"; and "customer recognized they performed an incorrect bottle change after first affected run and aborted the next run after the first wax step to re-process." The specific details of the incorrect bottle change were not provided. On 13 june 2017, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable. (This information was received by lbs (B)(4) on 14 june 2017.)